Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump was programmed to infuse mycopenolate 300mg in 50ml over two hours as a primary infusion, however the medication was only half infused when the device indicated that the infusion was complete. There was no patient harm.

Event description:
It was reported that the pump was programmed to infuse mycopenolate 300mg in 50ml over two hours as a primary infusion, however the medication was only half infused when the device indicated that the infusion was complete. There was no patient harm.

Manufacturer narrative:
Additional information: d.11 the reported issue that a mycopenolate infusion with a concentration at 300mg/50ml had completed with only half of the intended volume having infused could not be confirmed. The recorded volume infused was as programmed 50.6ml; however it could not be ascertained from the log that only half the volume infused from the syringe. The syringe and tubing were not returned for investigation. The inspection and testing process did not find any existing malfunctions and the functional accuracy was found to be within specifications. The syringe pump was in use for treatment. The root cause for the mycopenolate two hour infusion having completed with only half having been infused could not be identified. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 03dec008. A review of the device service history record was performed beginning from the date of manufacture to the present date 12aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed a production failure record was opened for the source device; however the issue was not related to this complaint.